Manufacturer narrative:
On 29-nov-2021, mentor received additional information about the event. The suspect medical device in this complaint was not manufactured by mentor. Since the complaint device was not manufactured by mentor, no additional medwatch reports will be submitted by mentor for this event. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: n/a. Explantation month, day, and year: (B)(6) 2021. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a primary breast augmentation procedure with unspecified mentor saline breast prostheses that bilaterally deflated post implantation. As a result, the patient is scheduled to undergo bilateral explantation on (B)(6) 2021. This medwatch report is for the patient¿s right breast prosthesis.